Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a gradual rise over the last month, of shock impedance measurement high out of range greater than 125 ohms. Technical services (ts) discussed troubleshooting and programming options. There was no adverse patient effects reported. The device remains in service.